Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that a patient experienced a drop in blood pressure that they attributed to a clogged filter through which tpn with insulin was being infused at 65ml/h. The filter had reportedly been changed less than 24 hours previously. The patient's epinephrine drip rate was increased and the filter was replaced.